Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing driveline fault alarms. The log file captured very intermittent driveline fault events throughout the log file. It appeared as though the green driveline wire was having continued continuity issues which were causing the driveline fault events. There was no progression of damage compared to the log files sent in may (per-(B)(4)). The other five wires were functioning as intended. Related MFR #2916596-2024-03245 (driveline faults in may).

Event description:
It was additionally reported that no troubleshooting needed and there was no issue with the actual driveline. The patient did not experience any adverse event and the patient was stable.

Manufacturer narrative:
Section d4: UDI: corrected. Manufacturer's investigation conclusion: no specific device-related issues or adverse events were reported. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) with no further issues reported at this time. No product is available for investigation. Upon further review, the information covered in this record was determined to be non-complaint; however, since an MDR (medical device report) was submitted, this record remains documented in our complaint handling system. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance the heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. No specific device-related issues or adverse events were reported; however, the hm ii lvas IFU provides a list of adverse events that may be associated with the use of the hm ii lvas in section 1, ¿introduction.¿ no further information was provided. The manufacturer is closing the file on this event.